Manufacturer narrative:
A ge service rep performed an on site investigation. The grounding lugs, x-ray console and collimator connections were retightened. The lsvp, kv controller and tgi were removed and reinstalled. Fuses were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.